Event description:
It was reported that, during a thr surgery, a r3 offset impactor broke. Incident occurred outside the patient. No pieces fell into the patient. Surgery was resumed, without any delay, with a sn back-up device. No harm to the patient or any further complications reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
G3, h2, h3, and h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms the tip of the device is broken causing the tip not to lock in place as intended. The device shows signs of significant wear/use. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.